Event description:
It was reported the pt was implanted with a monarc sling system on (B)(6) 2007. The pt experienced pain and suffering, disability, and impairment.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.